Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi-500-01145, serial/lot #: (B)(4). A medtronic representative went to the site to perform a system checkout. The system passed checkout and no issues were found. Fdm b01, fdr c19, fdc d14 are applicable to the system checkout.

Event description:
Medtronic received information regarding an imaging system being used during a procedure. It was reported that there was an error code "invalid set up, change mode" following boot up. The system has disconnected from the navigation unit following spins during cases intermittently. Upon 2d flouro acquisition, the brightness changes to the highest setting, creating a white image. Additional procedural details are unavailable at this time.